Event description:
It is reported that the iol was successfully implanted, and during the implantation, the lens flipped, but the procedure was performed successfully. The lens was able to be unfolded backwards in the eye and adjusted without any issue. The iol was used. The patient is fully recovered. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was remain implanted. Section d6b: if explanted, give date: not applicable, as lens was remain implanted. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.